Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is currently underway. Monitor sn (B)(4) has not yet been recovered from the field. The initial evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. There is no indication of a device malfunction contributing to the event.

Event description:
A us distributor contacted zoll to report that a patient experienced a treatment event consisting of 9 shocks on (B)(6) 2016 prior to passing away. It is unclear if the patient passed away on (B)(6) 2016 or the following day. Per review of the event, the patient received seven appropriate treatments between 08:26:49 and 08:59:53 pm on (B)(6) 2016. The rhythm at the time of the treatments was vf. Treatment shocks 1 and 3 converted the rhythm to sinus bradycardia at 50 bpm, while treatment shocks 2, 4, and 5 converted the rhythm to a sinus rhythm at 60-95 bpm. After each treatment the patient's rhythm transitioned back into vf. The post-shock rhythm of the sixth treatment was asystole. Post-shock asystole is a known potential outcome of defibrillation therapy. Prior to the seventh treatment, the patient's rhythm transitioned back into vf. The post-shock rhythm was asystole with CPR artifact. Treatments 8 and 9 were delivered while the patient rhythm was recorded as asystole and CPR artifact. The post-shock rhythms remained asystole with CPR artifact. CPR artifact contributed to the false detections. The patient subsequently passed away.